Event description:
It was reported that before use of the unspecified bd¿ pen needle the needle was detached from the hub and got into the insulin part of solostar pen. The following information was provided by the initial reporter: the hub was attached to the pen.

Manufacturer narrative:
H.6. Investigation: one open sample and 5 photos from an unknown lot. No. Unknown, cat. No. Visual examination was carried out on the returned sample and photos and damage to the hub was observed. No DHR review can be carried out as lot number is unknown. The root cause of this issue was due to high hubs not being removed from the line resulting in damage during cannula loading via the pick and place heads.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the unspecified bd¿ pen needle the needle was detached from the hub and got into the insulin part of solostar pen. The following information was provided by the initial reporter: the hub was attached to the pen.